Manufacturer narrative:
Medical device: 4135 lead implant date (B)(6) 2015.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with rapid ventricular response. Follow up with the company representative indicated that no reprogramming was done. The device remains in use. No further patient complications have been reported as a result of this event.